Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call indicating that patient is not able to open the battery cap. Customer's blood glucose at time of incident was unknown. The customer's mother stated the pump did not alarm last time indicating low battery. Customer's mother doesn't have the pump, so we are not able to perform any test on the pump.